Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) has a black screen without any info. The device was not changed out, as the roller pump were controlled manually to finish the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Per the subsidiary site engineer, he will not send the ccm to the manufacturer. The engineer will visit the hospital to troubleshoot. The engineer thought the single board computer (sbc) was probably defective. The subsidiary service engineer will advise the manufacturer of the troubleshooting results and possible repairs.